Manufacturer narrative:
B4:21may2021. The philips international technical support specialist reported that the battery as replaced. The device was then reported to have been repaired and back in service. No other anomalies were reported.

Event description:
A philips technical support specialist reported that a ventilator experienced a battery failure during device set up. It was reported that the issue was identified during clinical use. No patient or user harm was reported. There was a delay to the patient's therapy reported. The ventilator was connected to the power outlet, and therapy continued. The device was evaluated by the customer and remotely by the philips technical support specialist, who confirmed the reported issue.